Manufacturer narrative:
Section d4 - expiration date: corrected. Section d4 - primary unique device identification (UDI) number: corrected. Section d9 - device available for evaluation: corrected. Section h4 - manufacture date: corrected. Section h10 - related report numbers: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The log file captured 8 driveline faults on (B)(6) 2024. Power spikes greater than 10 watts were noted throughout the log file. The driveline faults had not returned since on (B)(6) 2024. X-rays were taken and were unremarkable. Their pump power had returned to the usual range from (B)(6) 2024. Follow-up log files were submitted for review. The follow-up log files did not display any driveline fault alarms during the approximately 13-day length of the log file history from (B)(6) 2024 to (B)(6) 2024. The follow-up log files displayed a transient string of low-speed advisories on (B)(6) 2024 from around 7:26 pm - 7:27pm where the pump speed fell below the low-speed limit 8600rpm associated with a transient increase in pump power (10.8w - 13.2w). The lowest pump speed recorded was 7990rpm. It was noted that these events appeared to be related with the events reported in the previous log file analysis. There were no other unusual events seen within the log files.

Manufacturer narrative:
Section d1: brand name was corrected section d4: UDI was corrected manufacturer¿s investigation conclusion: transient power elevations were captured in the submitted log files that could be indicative of device thrombus; however, evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), was unable to confirm thrombus. A direct correlation between (B)(6) and the report of fluid overload and aortic regurgitation could not be conclusively established. Evaluation of (B)(6) confirmed internal driveline wire fatigue with damage that could have cause the low speed events, as captured in the submitted log file. Although evaluation of (B)(6) was unable to confirm a cause for the driveline fault alarms captured in the submitted log files, these findings appear consistent with driveline wire damage, and it was noted that the entire driveline was not returned. It was reported that the patient was admitted to the hospital on (B)(6) 2024 with shortness of breath from pleural effusion due to fluid overload, progressive aortic regurgitation, and suspected pump thrombus. The suspected thrombus resulted in transient elevations in pump power, which were confirmed through review of the submitted log files. The patient received diuretic medication. It was reported that there were no laboratory signs of hemolysis, and an echocardiogram demonstrated adequate left ventricle unloading. It was noted that prior to admission, the patient had driveline fault alarms on 18mar2024, confirmed through the submitted log files, which the account communicated self resolved. Review of the submitted log files also confirmed low speed events with low speed advisory alarm flags on 02apr2024 while the device was connected to the power module. Based on historical experienced with the heartmate ii lvas and similar reported events, these events could be indicative of an issue with the driveline. Driveline x-rays were taken; however, driveline compromise could not be confirmed via the submitted images. The patient was subsequently administered an ungrounded patient cable. It was later reported that the patient underwent a pump exchange on 26apr2024 along with aortic valve closure. The heartmate ii lvas, serial number (B)(6), was subsequently returned assembled with the driveline severed approximately 2.5¿ from the pump housing. The distal portion of the driveline was returned measuring approximately 33.5¿ with the controller connector. It should be noted that approximately 2¿ of the driveline was not returned. Approximately 4¿ on the sealed outflow graft was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. The sealed inflow conduit and sealed outflow graft bend relief were not returned. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Electrical continuity testing of the portions of the driveline returned with (B)(6)revealed no evidence of discontinuity. Metal braided shield breakdown was noted approximately 6¿- 8¿ from the pump body. Wire insulation damage of the brown and yellow wires was found, exposing the conductors approximately 8.5¿ from the pump body. The wire insulation damage was consistent with repetitive flexing and abrasion with the metal braided shield over time. The driveline was submerged in a saline bath for high-potential testing with an insulation tester, which confirmed the exposed conductors of the brown and yellow wires. No other areas of current leakage through the insulation of the driveline were identified. The identified driveline insulation damage could have caused the captured low speed events. Wire damage that would have caused the captured driveline fault alarms was unable to be confirmed; however, it was noted that approximately 2¿ of the internal driveline was not returned. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop and a test distal driveline as the returned section of distal driveline had wire damage. The retrieved data revealed pump power consumption and pressure values that met manufacturing specifications. The pump operated as intended. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate ii lvas patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including device thrombosis. This section also addresses all pump parameters, including pump flow, power, and speed. This section explains that flow is estimated based on pump speed and the amount of power being provided to the pump motor. In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and hazard alarms. This section explains that the low-speed advisory alarm appears when the system controller is unable to maintain the speed at or above the low-speed limit. This section also explains "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." This section also explains that if the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. This section (under "pump performance monitoring") also outlines indications of pump thrombosis as well as how to respond to such events. Additionally, this section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Furthermore, this section discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including driveline fault alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There was no laboratory evidence of hemolysis. It was believed that there may have been some thrombus within the pump resulting in the high pump power. The pump power reverted to usual trend a day later. The patient was discharged on (B)(6) 2024. X-rays were taken of the percutaneous lead and were unremarkable; the patient was issued an ungrounded cable. The patient was admitted on (B)(6) 2024 due to shortness of breath secondary to pleural effusion due to multifactorial, fluid overload, progressive aortic regurgitation, possible pump thrombosis with transient episodes of elevation in pump power. They were given intravenous lasix (furosemide) and then were oralized. The patient was noted to have felt better. Their lactate dehydrogenase (ldh) was 990, urine color was normal, and echocardiogram showed adequate left ventricle unloading. The patient underwent an elective redo-sternotomy, aortic valve closure, and pump replacement on (B)(6) 2024. It was noted that no pump thrombus was seen.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.